Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had unexplained no delivery alarms, customer had to rewind more than once per reservoir change, insulin pump's buttons were fussy at times and rejected new batteries. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.